Manufacturer narrative:
Findings: unit received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Unit received with minor scratched lcd window, broken off reservoir tube lip, cracked battery tube threads, and missing end cap sticker. No moisture damage on motor or electronic assembly noted during visual inspection.(B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The customer stated that they were pushed in the pool with their insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.